Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified fluid inside the bag containing the device due to an untightened winged luer cap. After tightening the luer cap, a functional leak test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking after filling, while in storage. There was no patient involvement. No additional information is available.